Event description:
It was reported that a 55-year-old male patient underwent an afib ¿ paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. It was reported that during a paroxysmal atrial fibrillation case, a pericardial effusion was noticed in the patient. The anesthesiologist noticed that the patient's blood pressure was dropping. The anesthesiologist then notified the physician. The pericardial effusion was discovered and confirmed via ice (intracardiac echocardiography). The medical intervention provided to the patient was a pericardiocentesis, and about 1.5l of fluid was removed. The patient entered stable condition and was being admitted to the ICU. The adverse event happened on 21-sep-2022. Event was discovered after a single ablation lesion. The physician is not sure what caused event. The bwi sales consultant is unsure of current patient status. The patient required extended hospital stay for observation of pericardial effusion. Other relevant history includes patient was an af redo. Transseptal was performed. Baylis versa cross was used. Prior to noting the pericardial effusion, a single ablation lesion was performed. There was no evidence of steam pop. They are unsure when event happened. Effusion was discovered immediately after the single ablation lesion. An irrigated catheter was used, the flow rate as per IFU. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard, vector, and visitag force visualization features were used. Parameters for stability used with vistiag were: range 3 mm; time 3 sec; fot 25% for 3 g. Tag size was 3 mm. No additional filter was used with the visitag. Surpoint color option was used prospectively. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-oct-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-nov-2022, the product investigation was completed. It was reported that a 55-year-old male patient underwent an afib ¿ paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. Device evaluation details: bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis revealed the rocker arm component detached from the handle. The root cause of the rocker arm detached from the handle cannot be determined since welding residues were observed on the handle, this is evidence that the catheter was properly manufactured. Per the event, several tests were performed. An electrical test was performed, and no electrical issues were found. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was irrigated and deflected correctly. No other malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number 30869756l, and no internal actions were identified. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)